Event description:
The customer reported that during a procedure, a corneal burn occurred and two stitches were used to close the incision. The patient is doing fine.

Manufacturer narrative:
A service activity was not requested by the customer. The complaint history was reviewed and there were no other related complaints or service requests reported for this system. The device history record was reviewed and there were no mfg issues during assembly/testing. A trend review for the complaint class, thermal injury, indicates that there has been no recent adverse trending related to the reported event. The root cause for the corneal burn could not be determined. No samples were returned for evaluation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, nov 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.